Manufacturer narrative:
H6: work order search: one similar complaint from initial lot was found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -5.0/6.0/092 (sphere / cylinder / axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively implanted and removed due to a lens tear/break during injection/delivery into the eye. There was patient contact and patient injury. Additional suture was performed. Cause of the event was both user error and the device. Reportedly, "I assume this in the back-up (2nd icl) which also was transected 50:50 similar to 1st. With this 2nd icl triple checked to ensure no plunger capture before trying to insert." On (B)(6) 2023, the replacement lens was implanted and the problem was resolved. Status of the eye is, "comfortable after failed insertion and better vision. Better unaided."

Manufacturer narrative:
Corrected data: h6: health effect- clinical code: "4581- iris prolapse" should be added. H6: health effect - impact code: "4629" should be removed. B5: the reporter indicated that the surgeon intraoperatively implanted 13.2mm vticmo 13.2 implantable collamer lens of diopter -5.00/6.0/092 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023 as a replacement lens. The lens was implanted and removed intraoperatively due to the lens tore/broke during injection/delivery into the eye. There was patient injury. The patient experienced iris prolapse. Additional suture was performed. On (B)(6) 2023 a replacement lens of the same model/length lens was implanted and the problem was resolved. Status of the eye: "comfortable after failed. Insertion + better unaided vision." The reporter indicated the cause of the event was the device/user error and the device failed to perform as intended. Cause details provided: "I assume this is the back up (2nd icl) which also was transected 50:50 similar to 1st. With this 2nd icl triple checking to ensure no plunger capture before trying to insert". Additional data: h6: type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).